Event description:
Literature review (british journal of neurosurgery 2000; 14(6): 589-590): received journal article from 2000 regarding a neonatal reservoir (ps medical, 6-mm bottom, 12-mm dome, with 4-cm catheter) that migrated into the right frontal csf-filled space of the pt's head. Revision surgery was performed to remove the reservoir.

Manufacturer narrative:
The reported event was found by literature review of the british journal of neurosurgery 2000; 14(6): 589-590. The device has not been returned to the MFR. Add'l 510(k) number: k83.